Event description:
Cottonoids used during case had x-ray detectable strings that had easily come off intraoperatively. Cottonoids were immediately removed from sterile field and passed to circulator, not to be returned from field. "Strings atached to cottonoids fell off!"